Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08356. The patient has two model 3186 leads from the same lot. It was reported the patient had turned her scs system off for approximately four weeks due to an unrelated issue. After the patient turned her system back on, she began experiencing an increased recharge burden leading to loss of stimulation as well as communication between her scs ipg and external devices. Additionally, the patient reported experiencing pain as well as overstimulation at both her scs ipg and lead sites. X-rays have been taken and are pending review with the patient's physician to determine the next course of action to address the reported issues.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.